Event description:
It was reported that (1) device and (1) reload was used during a thoracoscopy. It was reported by the rep that on the 2nd firing of the tsb45, the staple line on the tr45b reload did not form. The staple lines did not close and another (4) reloads were used without further incident. The case was completed by using another instrument. There was no consequence to the pt.